Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection found a hole in the membrane of the cassette. Microscopy found a single pinhole in the membrane. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak following the patient's treatment. The cycler had alarmed for a drain line blockage and could not be bypassed. Treatment was discontinued. When the cassette door was opened and the cassette removed, fluid was found to be leaking. The caregiver was advised to contact the patient's pd nurse. The sample was retained and made available for evaluation. During follow up the patient reported that he had completed treatment manually and did not have any complications or signs of infection.